Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a certas valve (ID: 828804pl) was implanted on (B)(6) 2023. The anti-siphon mechanism broke off the valve and necessitated a valve replacement procedure. Therefore, the valve was removed on (B)(6) 2026.